Event description:
Meter displayed an error 5 message. Patient was unable to test blood glucose the night before due to the error 5 message; therefore drank a gallon of milk because patient thought that was the right thing to do. Patient made an appointment to visit physician the following morning and physician tested patient's blood glucose and they received a 187 mg/dl. Physician did not treat the patient; however, gave some medication for patient's upset stomach. Customer service discovered the patient's meter was not coded. Customer service assisted the patient in coding the meter and ran a control solution test twice and received an error 5 message. Customer service sent the patient a new meter, test strips and control solution. This case is being reported as a malfunction, since the error 5 message was not resolved.